Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen, which is off-label usage of the device. Date of event is an approximation. On (B)(6) 2024, the spouse reported that the patient experienced a skin reaction which consisted of a whole-body rash. At the time of the report, the patient¿s wife indicated the rash had occurred two months ago with six consecutive g7 sensors. This medical review is to document sensor 5/6. The patient alternated the sensor insertion sites (unspecified). Prior to sensor insertions the skin was cleansed with alcohol. The rash started under the sensor patch adhesive, moved to around the overlay patch, and then the patient experienced a generalized rash on other areas of his body. There was no report of any other symptoms except the rash. After the first skin reaction occurred the patient was evaluated by a physician and a topical cream (permethrin cream) was prescribed. The patient was instructed to apply the cream and notify the physician if the rash worsened or did not improve. The patient did not have any pre-existing health conditions except for symptoms of ¿congestion¿ and diabetes. At the time of (B)(6) 2025, tech support follow up call the customer had stopped using the g7 sensors for a two-week period but continued to have the whole-body rash with no signs of improvement. The physician informed the patient if the rash did not subside, the next step was to refer him to an allergist for evaluation of his skin to determine the source of the rash. At the time of the follow up report the patient had not seen the specialist mecial doctor, and the cause of the rash was unknown. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This report is 5 of 6 allegations of inaccuracies that had similar event details. Related records: (B)(4). (B)(4). (B)(4). (B)(4). (B)(4). (B)(4).